Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.